Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Went to remove tampon, string wasn't there- retained, vagina [foreign body in reproductive tract]. When went to remove tampon string not there [complication of device removal]. String in the tampon applicator tube upside down [device deployment issue]. Inserted upside down with the string going in first [complication of device insertion]. Case description: consumer reported via e-mail that tampon was in applicator upside down. No serious injury reported.